Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient has severe calcification with severe tortuosity. The physician was having difficulties advancing the stent graft to the intending landing zone. After several attempts, the physician elected to stop the endovascular procedure and the patient was sent for open surgical repair. No additional sequelae were reported and the patient is fine. The stent graft will not be returned to medtronic.

Manufacturer narrative:
Evaluation: results: patients condition affected effectiveness of device (severely calcified and severely tortuous arteries). Evaluation: conclusions: device failure/lack of effectiveness related to patient condition ( severely calcified and severely tortuous arteries).